Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device under infused during patient infusion. After a 23 hour infusion, approximately "40%" remained in the device. The device had been filled with 18000mg piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: this event date occurred between december 12, 2021 - december 13, 2021, previously reported as 2 consecutive days or 2 days close together. B5: there were two (2) affected products, previously submitted as one (1). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5, d1, d4, d10, g4. B5: the device was connected to the patient via an acf (anterior cubital fossa) PICC line (peripherally inserted central catheter), (omitted on initial). D1: (remove ni) added brand name (omitted on initial). D4: (remove asku) added: catalogue #, lot #, (remove ni) added unique identifier (UDI) # (omitted on initial). D10: (remove ni) added another concomitant product (omitted on initial). G4: 510k # (remove ni) added na, (omitted on initial) . Additional information was added to h4, h6 and h10: h4: the device was manufactured from july 8, 2021 - july 8, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.